Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes and induction test were discussed. No further information was provided.